Event description:
The customer reported the collimator would not open and a loss of live image. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board and generator batteries were replaced. Additionally, a filament calibration was performed. The system was then found to be operating as intended.